Event description:
Additional information was received that patient was replaced. Explanted products have not been received to date.

Event description:
It was reported that a patient's device was showing high impedance. Surgical intervention has not been reported to date. No additional relevant information has been received to date.